Event description:
From staff: patient having an egd with dilatation (a procedure that widens a narrow part of the esophagus using a balloon or plastic dilator). Attempted balloon dilatation and syringe was leaking at attachment site. Lock was secure and still leaking at site.